Event description:
It was reported that the customer had a high blood glucose level of 411 mg/dl. Customer disconnected and manually treated with an injection. Customer stated that she has been having unexplained high blood glucose levels. Customer reported that the bolus wizard was programmed accurately. Customer verified that her bolus history was accurate. Customer was advised to change the entire set, reservoir, and insulin. Customer does not have a tubing clamp available. Customer will change the set and call back once the clamp is received. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.